Event description:
Pt had port placed on (B)(6) 2010 by dr (B)(6) port was inserted and was able to be aspirated. There was no air leak. Contrast was injected to allow visualization of the port tip which is in the upper right atrium. Pt returned on (B)(6) 2010 due to pain and swelling occurring around and superior to the port during its use. Dr. (B)(6) attempted aspiration of the port but it did not yield free flowing blood. Contrast was injected and demonstrated leakage from the port tubing within 1 cm of the port stem. Dr. (B)(6) de-accessed the port and noted in the chart that the port should not be utilized further. The port was explanted on (B)(6) 2010.